Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The failure was confirmed in the received device log files. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, where concluded that the nozzle has a contributing effect to this behaviors, but the root cause has not yet been fully established. The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The failure was confirmed in the received device log files. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. If this fault occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the o2 gas module and it has been concluded that the nozzle has a contributing effect to this behavior but the root cause has not yet been fully established.